Manufacturer narrative:
Weight:unknown, ethinicty:unknown, race:unknown. This product is not marketed in the us. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vicmo13.2, -11.5 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted and removed intraoperatively. There was no patient injury. A replacement lens was implanted at a later date and the problem resolved.

Manufacturer narrative:
Additional information: b5: it was later reported that "surgeons used to use disposable pushers, but now use repeated sterilization of pushes, and some are not used to it, so occasionally there is crystal breakage". Claim #: (B)(4).